Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row of cubies in half height drawer was off the bus. A field service engineer shut down the station and reseated cables and connection and recovered the cubies and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two drawers had failed and would not allow local recovery. The system prompted that recovery required maintenance. The user received device not detected on bus and failed to release cubie error messages. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.